Event description:
Pump reported to have "flames coming from the back of the pump" where the cord connects to the pump. The pump was removed from the pt. No pt injury was reported.

Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. The pump was evaluated and found to have fluid ingress into the ac receptacle and housing interior. A green residue was seen inside the pump. The receptacle codrd end and ac receptacle housing was burned. Dried fluid was seen on the ac receptacle. One prong was melted into the ac receptacle. The ac receptacle is missing the rubber gasket that seals it to the rear housing. The fluid ingress most likely cauded elecrical shorting to occur at the ac receptacle area. The ingress of the fluid was most likely related to improper cleaning of the pump.